Event description:
It was reported that there was oversensing (short interval counts of 22354. The device had detected 3 ventricular fibrillation (vf) episodes where more than 1 therapy was attempted, and 2 vf episodes that were longer than 30 seconds. The patient had multiple shocks in a day. The lead was extracted and the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.